Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia. A ventrio was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2015 - patient who had underwent cholecystectomy a year before was diagnosed with incisional hernia in the cholecystectomy site and underwent open repair with implant of ventrio mesh (device #1). Per the operative notes," hernia sac was then identified. Fascial defect was about 4 cm, so a 3 inch or 7.6 centimeter round mesh (ventrio mesh device #1) was chosen. This was inserted into the defect and then sutured with #1 vicryl to the fascial edges." (B)(6) 2015 - patient had severe persistent pain in previous surgery area, was diagnosed with recurrent incisional hernia and underwent open repair with implant of ventrio mesh (device #2). Per the operative notes, ¿the mesh was then reached, and it really was not bunched up as anything noticeable. Old mesh (device #1) was removed using cautery. An 11 x 14 oval mesh (ventrio mesh device #2) was then chosen and sutured¿. Attorney alleges adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and mesh bunching.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it appears that the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: this supplemental emdr is being sent to provide the expiration date for the ventrio mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided, to correct the manufacturing date and event date. Based on the information provided, no definitive conclusion can be made. Based on medical records provided about 4 months post implant of ventrio mesh (device #1), the patient had severe persistent pain in the area of repair. A CT indicated the mesh had "bunched up" into the hernia defect. The patient underwent repair and the mesh was explanted, the operative report noted the mesh "really was not bunched up as anything noticeable". This supplemental emdr represents the ventrio mesh (device #1). An additional emdr was submitted to represent the ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the expiration date for the ventrio mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it appears that the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia. A ventrio was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain.